Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in an unknown vessel. A 3.0x12mm promus element monorail stent delivery system was advanced but was unable to be placed. The device was removed intact and it was noted that the stent was damaged. The lesion was dilated and another of the same device was successfully implanted. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).